Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, extended opening on anterior and red particles in the shell. A visual and microscopic analysis was performed which identified; extended sharp opening on posterior, stress marks and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.

Event description:
The events occurred on the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. The device has been explanted.